Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels. Mild capsular metallosis was noted at revision.

Event description:
It was reported that revision surgery was performed.